Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the replace battery now alarm. The insulin pump was dropped prior to the alarm. The low battery warning did not appear prior to the replace battery now alarm. The replace battery now alarm occurred twice without a prior low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received was not stuck in the manufacturing mode. Insulin pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked case behind the insulin pump near the battery tube compartment, cracked battery tube threads, missing reservoir tube o-ring, and broken reservoir tube lip. Insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery alarm, replace battery now alarm and power loss alarm confirmed in the long trace. Detail trace analysis confirmed the insulin pump alarmed replace battery, replace battery now and then alarmed power loss alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly.